Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user was hit by a large cow on (B)(6) 2016 and believes that when the user was hit by the cow, the cow may have hit the pump causing the pump not to function properly. Reportedly, the user's blood glucose (bg) level elevated to over 600 mg/dl with diabetic ketoacidosis on (B)(6) 2016 and was hospitalized. The user changed all the supplies and reported smelling insulin coming from the supplies prior to the hospitalization. No specific leakage or issues were reported with the supplies. The user addressed bg level with a bolus via the pump. The user was treated with intravenous insulin drip and was released from the hospital on (B)(6) 2016. The user reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified.